Event description:
Tip of the epidural catheter missing after removal of catheter. CT scan done but did not show catheter tip at all. Unk as to where the tip is. The physician is following the pt for now. The sample is being held by risk mgmt of the hospital and will not be released for abbott lab analysis.

Manufacturer narrative:
Device evaluated at account. Catheter was white similar to abbott's 20 gauge fep catheter. Stylet was still inserted within catheter. Stylet had blue handle but was deformed (melted) due to sterilization/decontamination process. Catheter was visually examined using hospital's american optical stereoscope model 569 0.7 to 3.0x. Upon visual observation tip looked slightly necked down and had rough edges on part of circumference. One section however, appeared to have clean, straight cut (or nick). There also appeared to be a "slice" on outer diameter of catheter near tip. Clean cut (or nick) is consistent with backing out catheter through needle. This could have weakened that portion of catheter such that if catheter met some resistance upon removal, it could have broken off.